Event description:
It was reported by the rep that the device was used during a lobectomy. It was reported the stapler misfired. It locked out. Another device was pulled to complete the case. There was no consequence to the pt.